Event description:
A hemodialysis patient went unconscious after eight minutes of his first treatment. The patient was treated again with the same dialyzer and had the same reaction. The patient was dialyzed on a different dialyzer and there were no complications. Medical records have been requested. No further information was available at the time of this report.

Manufacturer narrative:
Based on the limited information at this time, no definitive conclusion can be drawn. The user facility has not provided treatment data and/or medical records at this time. A supplemental report will be submitted upon completion of the plant's investigation. Associated MDR numbers 1713747-2013-00592 and 1713747-2013-00593.